Event description:
It was reported that the system monitor displayed "for system controller battery replacement" several times. Garbled text was also noted in event log file. The system monitor had been quarantined, and technical support requested.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor text on the screen being incorrect and log file data being garbled, was unconfirmed. The reported event was not observed when the unit was checked by technical services. The unit was operated for several days ¿ no issues were observed or duplicated. The sd-ram memory card on the main board was replaced as a preventive measure. The system monitor was tested and returned to the customer. No issues were found with the removed memory card when checked on a reference system monitor. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in apr2012. The packaged system monitor (part number 1286a) was placed into inventory on 13apr2012. The unit was shipped to the customer on 28may2013. Last serviced on jul 1, 2014 ¿ version 7.22 software upgrade no further information was provided. The manufacturer is closing the file on this event.